Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged safety mechanism is confirmed but the exact cause remains unknown. Two 20 ga x 0.75 in powerloc infusion sets were returned for evaluation. A written note was returned which indicated lot: asfr907. One of the infusion sets was returned with the safety mechanism successfully activated over the needle. The second infusion set was not returned with the safety mechanism activated. The safety mechanism was observed to be dislodged and oriented incorrectly from its functioning position. Microscopic observations did not reveal any apparent mechanism surface damage on the components. The orientation of the safety mechanism base was rotated which allowed the safety mechanism to be lodged back into its correct position. The safety mechanism was then able to be successfully advanced over the needle. Manipulation of the device and damage during storage or handling may have contributed to the reported issue; however, the exact factors remain unknown.

Event description:
It was reported activation failed. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported activation failed. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf907 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfrf907) have been reported from the same facility in (B)(6). Device not returned for evaluation.